Event description:
It was reported that while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety feature broke off the needle. Report 2 of 2. The following was provided by the initial reporter: safety activation failure upon retraction. Verbatim: "we just had 2 of the same events on different occasions with the 20g cathena catheters. There were 2 separate nurses that went to place an IV, which was done successfully, then went to remove the needle. They reported they heard a click (which usually represents the safety feature is engaged on the needle) but noticed the safety feature actually broke off the needle, thus exposing the tip of the needle.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 27-sep-2023. H.6. Investigation summary: our quality engineer inspected the 2 photos and 2 samples submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the samples. Analysis of the samples showed that the whole tip shield detached from the needle tip, and it was found that the cannula was missing the bump above the notch. The cannula bump process was reviewed. Based on the machine history review, during production of bumped cannula batch 2216350, the cannula drum timing belt was changed due to belt teeth wear. This possibly caused a mix-up of the bumped and unbumped cannulas when the cannula cups containing the unbumped cannulas were inadvertently placed in the final container, which caused the unbumped cannulas to flow into the main assembly process. There was also no vision inspection system at the main assembly line to auto-reject parts without cannula bump. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety feature broke off the needle. Report 2 of 2. The following was provided by the initial reporter: safety activation failure upon retraction. Verbatim: "we just had 2 of the same events on different occasions with the 20g cathena catheters. There were 2 separate nurses that went to place an IV, which was done successfully, then went to remove the needle. They reported they heard a click (which usually represents the safety feature is engaged on the needle) but noticed the safety feature actually broke off the needle, thus exposing the tip of the needle.